Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "after priming, abnormal noise occurred at the speed of approximately 4000 rpm. The customer stopped the device and restarted, but the noise continued. Replaced to the new circuit from the same lot and the problem didn't occur. The circuit assembly is currently on hold until the root cause is confirmed." (B)(4).

Manufacturer narrative:
The centrifugal rotaflow pump has been investigated as follows: during visual inspection of the bo-rf32 it has been detected slight scratches at inner side of the cover. No abnormalities at the rotor were detected during visual inspection. Thus the failure "abnormal noise" cannot be confirmed in our laboratory. Further tests has been done by r&d deformations at the bearing seat are detected at the surface. Thus we confirm the failure due to deformations at the surface. Most possible root cause could not be determined exactly but unfavorable conditions in the imbalance in the system can lead to raise the rotor, which leads to noise. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).